Event description:
It was reported that this pacemaker exhibited noise, oversensing and brady pacing not delivered for approximately three seconds on the right ventricular rv lead. The rv lead was programmed to unipolar configuration with no known date or information as to when the rv lead was reprogrammed from bipolar configuration. It was noted that the patient's underlying rhythm is complete heart block chb. Technical services ts was consulted and reviewed the electrograms egms. Upon further review, it was noted that there was inappropriate storage of a ventricular episodes as a result of oversensing the noisy signals on the rv lead. Ts reviewed the rv lead impedance trend data over the past year and noted all impedance measurements have remained stable around 450 ohms. It was reported that the physician at this time has deferred further rv lead testing and will consult with another physician to develop a care plan moving forward. At this time, the pacemaker system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited noise, oversensing and brady pacing not delivered for approximately three seconds on the right ventricular (rv) lead. The rv lead was programmed to unipolar configuration with no known date or information as to when the rv lead was reprogrammed from bipolar configuration. It was noted that the patient's underlying rhythm is complete heart block (chb). Technical services (ts) was consulted and reviewed the electrograms (egms). Upon further review, it was noted that there was inappropriate storage of a ventricular episodes as a result of oversensing the noisy signals on the rv lead. Ts reviewed the rv lead impedance trend data over the past year and noted all impedance measurements have remained stable around 450 ohms. It was reported that the physician at this time has deferred further rv lead testing and will consult with another physician to develop a care plan moving forward. At this time, the pacemaker system remains in-service. No adverse patient effects were reported.

Manufacturer narrative:
Received additional information a device and lead revision were performed. The rv lead was capped and left in-situ and this device was explanted. The explanted lead will not return for analysis. Both products were replaced successfully with no patient complications.